Event description:
The customer states that the lancet does not retract back into the cap of the accu-chek multiclix lancet device after firing. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancet sent and return requested.